Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for (B)(6) with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the bd vacutainer® edta 2k the tube was dirty. No serious injury medical intervention.

Manufacturer narrative:
Medical device type is corrected to jka. Common device name is corrected to blood specimen collection device. PMA / 510(k)#: is corrected to k981013. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.